Event description:
The customer reported that the ready indicator displays an x symbol and the error message "equipment in maintenance" appears, followed by a beep. There is no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.